Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was intermittently undersensing r-waves, the patient was asymptomatic. The device was intermittently undersensed r-waves when the amplitude dropped below max sensitivity. Programming changes were discussed.